Event description:
Pt was to have knee (acl) surgery via scope. Hooked irrigation fluid (via 3m pump) up to irrigation portals and started fluids at "40." Md's c/o poor visibility throughout procedure. Noticed leg beginning to rise up. Noted skin was tight; immediately released tourniquet on pt's thigh and elevated leg. Checked compartments, which were tight, but leg started to decrease it's tightness almost immediately. Noted there were no pedal pulses during this time, but if the leg was held in a 30 degree angle, there were pulses present. Acl was not fixed at this time. Pt was admitted over night and plans to have surgery to fix acl 7 to 10 days later. No permanent injury noted. No alarms went off from the 3m 87000 invatec pump, indicating increased pressure.